Manufacturer narrative:
Device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that seven infusion sets fell off during use. Patient blood glucose level was 256mg/dl. Infusion set duration was 1.5 to 2 days. No further information available.